Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 352 mg/dl at the time of the incident. Insulin pump did not pass the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is in the formatted history file due to broken traces at the keypad assembly.